Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/ undefined pacing impedance was observed on the right ventricular (rv) lead. The lead was noted to have high thresholds. During the replacement procedure, once the lead was disconnected from the header, the portion of the lead visible appeared "dark orange/ brown¿. The rv lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.